Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2 failed, unable to be recovered and required maintenance. The field service engineer (fse) found that full height drawer 2 was intermittently failing, although the station was not displaying any drawer failure. Using the hardware test, the fse checked all pockets, sensors, and side rails, and no adverse points were detected. Considering the customers complaint, the fse replaced the latch sensor. Further, the engineer replaced the latch assembly and adjusted the side rails. The drawer began functioning properly, and the fse tested it in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.